Manufacturer narrative:
The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator. O2 level was stable. After change of equipment, it was charted there was an increase in pip, titot %, mv, vt exp. Patient was changed to comfort measures later in the morning of (B)(6) 2021 and taken off the v60 ventilator. No patient harm was reported.

Manufacturer narrative:
Although the customer was unable to confirm if the blower was replaced as it had been suggested by the remote service engineer (rse), a blower was received by failure investigation (fi) for testing. The received blower was tested and the customer's complaint could not be duplicated during evaluation. No fault found. Returned blower passed all testing.

Manufacturer narrative:
Report date: 27aug2021.

Event description:
The customer reported a blower temperature error. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator. No patient harm was reported. The customer reported to the remote service engineer (rse) that they were unable to duplicate the issue and the ventilator passed all testing. Customer confirmed the error blower temperature high appears in the logs. Customer confirmed filters are clean and the cooling fan is operating. The rse advised to replace the blower.